Event description:
It was reported that when using the bd pyxis¿ es server had adt message not crossing to pyxis. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server had adt message not crossing to pyxis. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that patient was not crossing from active directory (adt) to pyxis. A technical support specialist investigated a random issue where patient orders were not crossing. The technical support specialist had restarted the inbound processors service, and no errors have occurred since. A final check of the logs showed no issues. The system functioned as intended after the technical support specialist repaired the device.